Manufacturer narrative:
Concomitant medical products: 620bg25 heart band, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an episode shows one beat of possible intermittent ventricular undersensing on the right ventricular (rv) lead. It was noted that it does not appear to alter device function. The rv lead remains in use. No patient complications have been reported as a result of this event.